Event description:
The field service representative (fsr) reported that he attempted to perform a notice of field correction (nfc) of the roller pump and was unsuccessful. The roller pump would not power up and the code on the service and diagnostic screen was "oc." The roller pump was out of calibration (ooc). The roller pump was a backup pump and was not located on the heart lung console. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The fsr will return to replace the pc board on the large roller pump. Software data logs were received by the manufacturer on (B)(4) 2014.